Manufacturer narrative:
Sections with additional information as of 08-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-20: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 330, 269, 254 and 229 mg/dl..results of 269, 254 and 229 mg/dl were performed back to back. Customer was not using the proper testing technique. The customer¿s expected am fasting blood glucose test result is 129 mg/dl and expected pm fasting blood glucose test result range is 130-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the bathroom. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 188 mg/dl and 227 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: result 1: 229 mg/dl; date: (B)(6) 2020; time: 3:55pm fasting . Result 2: 254 mg/dl; date: (B)(6) 2020; time: 3:53pm fasting. Result 3: 269 mg/dl; date: (B)(6) 2020; time: 3:50pm fasting. Result 4: 219 mg/dl; date: (B)(6) 2020; time: 2:08pm fasting. Result 5: 312 mg/dl; date: (B)(6) 2020; time: 11:39pm fasting.